Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient attended dtu for cycle 1 day 29 intravesical gemcitabine and docetaxel. 12 fr foley catheter 165812, lot ngjw1681 package opened and put onto sterile field for catheterize. After catheterized, flow of urine showed, 10ml syringe of sterile water connected to foley catheter port to inflate the balloon, resistance was felt and felt pop when tried to push the syringe then sterile water went into the catheter instead of balloon. Catheter removed, balloon not inflated noted. Examined the foley catheter, the port to inflate the balloon loosen up. Tried to inflate the balloon with water, water went into the catheter. Explained to patient and re-catheterization with new catheter with no issues.

Event description:
It was reported that patient attended dtu for cycle 1 day 29 intravesical gemcitabine and docetaxel. 12 fr foley catheter 165812, lot ngjw1681 package opened and put onto sterile field for catheterize. After catheterized, flow of urine showed, 10ml syringe of sterile water connected to foley catheter port to inflate the balloon, resistance was felt and felt pop when tried to push the syringe then sterile water went into the catheter instead of balloon. Catheter removed, balloon not inflated noted. Examined the foley catheter, the port to inflate the balloon loosen up. Tried to inflate the balloon with water, water went into the catheter. Explained to patient and re-catheterization with new catheter with no issues.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.